Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic prostatectomy procedure, the device was able to fire a few staples after being reloaded but it stopped at the promixal part and would not complete a full reload. An additional reload was placed on the stapler but it did not cut. The surgeon needed to place a suture manually then cut to complete the case. There was no patient injury.